Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy due to the onset algorithm feature. Additional information identified in the manufacture¿s database indicated the patient died the day of this event. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. The initial reported event was received on 2013-10-25 of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on 2013-12-10. Information was subsequently received on 2013-11-27 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant products: 5076-45 implantable pacing lead implanted (B)(6) 2011; 694758 implantable tachy lead implanted: (B)(6) 2011. (B)(4).